Event description:
It was stated that the no delivery alarm was no longer working. Troubleshooting was performed. The insulin pump passed the leadscrew and self tests, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.